Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening cardiogenic shock with a "unknown (undetermined)" relationship to the impella device used: the patient experienced severe in-stent restenosis of the left anterior descending artery stents and underwent complex percutaneous coronary intervention with an impella placement. The patient developed worsening cardiogenic shock. After a palliative care meeting with the family, it was decided to remove the impella device. The impella device was removed and the patient expired same day. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported cardiogenic shock has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the cardiogenic shock could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿